Event description:
The surgeon attempted to insert a cc4204bf plate collamer lens. The lens was not advancing correctly. No pt contact or injury. The reporter stated that the lens may of been loaded into the cartridge to soon causing the lens not to advance.